Event description:
Admitted to the hospital in 2008 with severe prosthetic aortic valve stenosis with moderate to severe aortic insufficiency and moderate mitral regurgitation. Congestive heart failure that would appear to be valvular. Coronary artery disease status post two-vessel bypass and aortic valve replacement in 2001. To or 2008 for replacement of aortic valve. Operative report states: the pt was observed to have dehiscence of the central 70% of the left coronary cusp from its porcine annulus. No cause for this was ascertained. The previously placed stentless porcine bioprosthesis was explanted. Surgeon asked that the explant be returned to MFR.